Event description:
A palindrome dialysis catheter by covidien/kendall - vascular therapy division- was placed in a pt. The end of the catheter-luerlock portion-cracked and needed an exchange. This required the pt co come in for an invasive procedure to continue with dialysis. Dates of use: 2009. Diagnosis -esrd-.